Event description:
It was reported that on (B)(6) 2009 the patient presented with lower back pain and paresthesias. An MRI of the lumbar spine indicated "grade I anterolisthesis at l5-s1 with bilateral pars defects. There is a central protrusion with biforaminal protrusions with impingement upon both exiting l5 nerve roots, left greater than right. L4-l5 and l5-s1 degenerative disc disease. Mild l4-l5 foraminal narrowing without nerve root compromise is identified." On (B)(6) 2009 the patient presented with isthmic spondylolisthesis with disk herniation and bilateral lower extremity symptoms. The patient underwent l5 laminectomy, l5-s1 posterolateral fusion with left transforaminal interbody fusion. Expedium instrumentation, a leopard cage and rhbmp-2/acs were used. Per the operative notes, ¿"we put a piece of bmp in front of the cage, and then another piece, which was spilt into the two chambers of the cage. To protect the nerve from the effects of the bmp, a patty was placed over the l5 nerve." There were no noted complications. Post-operative x-rays of the lumbar spine indicated standard postoperative appearance. "The second film demonstrates persistent minimal anterolisthesis of l5 on s1 with interval posterior fixation." On (B)(6) 2009 the patient presented with lumbar back pain and fever. X-rays of the lumbar spine indicated "no fracture or hardware malalignment." On (B)(6) 2009 an MRI of the lumbar spine indicated "operative changes related to l5-s1 posterior fusion with interbody plug. Fluid collection within soft tissues at operative site and fluid collection extending from left l5-s1 disc space into left epidural space, abutting traversing left s1 nerve. Findings are compatible with postoperative seroma. Infection cannot be entirely excluded based on imaging." On (B)(6) 2010 the patient presented with pain. An MRI of the lumbar spine indicated "abnormal signal which communicated with the disc and extends along the lateral aspect of the thecal sac on the left into the posterior soft tissues but does not appear to be causing any significant compromise on the thecal sac" underlying infection with epidural abscess formation would at least need to be considered." On (B)(6) 2010 an MRI of the lumbar spine indicated "the enhancing fluid collection seen along the left lateral border of the thecal sac communicating with the disc at the l5-s1 level on prior study has significantly diminished in size with only small residual fluid collection persisting at the disc level. Post op change favored over small residual abscess but the latter not ruled out." On (B)(6) 2011 the patient presented with low back pain. An MRI of the lumbar spine indicated "postop fusion l5-s1 with grade 2 spondyl olisthesis of l5 on s1. There is enhancing scar tissue encasing the thecal sac at the l5 level which contacts the posterior aspect of the traversing and exiting bilateral l5 nerve roots. No disc bulge or herniation at this level. Broad-based central/right paracentral and foraminal disc protrusion l4-l5." On (B)(6) 2011 the patient presented with low back pain. A CT scan of the lumbar spine indicated "grade 1 spondylolisthesis at l5-s1. Marked narrowing of the intervertebral disc space with irregularity of the endplates¿ partial fusion of the inferior part of the left facet of l5 and superior facet of s1. Marked narrowing of the neural foramen bilaterally at l5-s1. Posterior bony spur behind the vertebral body of l5. Mild asymmetric bulging of the disc at the right side at l4-l5." On (B)(6) 2011 the patient presented status post l5-s1 transforaminal lumbar interbody fusion with recurrent lumbar stenosis at l5 radiculopathy status post a solid fusion. Per the physician's notes, after the previous surgery, the patient "had a radiculitis predominantly effecting the left leg and then subsequently developed new right leg pain also in the l5 distribution. He developed some lateral recess stenosis on the right side at l4-5. He failed nonoperative treatment." The patient underwent a revision surgery to remove the hardware instrumentation l5-s1, with l4 to s1 decompression. Per the operative notes, "on the right side, it appeared that there was extra bony overgrowth in the area around the l5 pedicle. On the left side, there was more dense adhesion of the nerve itself to the underlying area where we had performed a tlif and we resected some bone coming up from the cage area in the disk space." There were no noted complications. On (B)(6) 2012 the patient presented with back and right leg pain. A CT scan of the lumbar spine indicated "postoperative changes at l5-s1. Fusion of the inferior facet of l5 and superior facet of s1. Thin lucent line along the left facet of l5 and s1. Similar appearance of the spondylolisthesis and interbody fusion device at l5-s1." On (B)(6) 2012 the patient presented for an office visit. Per the physician's notes, "[the patient] does have constitutional complaints of bladder hesitancy, but this does not appear to be a true cauda equine syndrome. He has also noticed a weakness to both legs. " presentation today is consistent with a pseudoarthrosis at the l5-s1 level with ongoing persistent nerve root irritation and incarceration." An anterior fusion was recommended. On (B)(6) 2012 a CT scan of the lumbar spine indicated "postoperative changes from l4-s1 with a grade 1-2 anterolisthesis at l5-s1 and associated disc fusion at that level. L4-5 broad based posterior disc bulge resulting in neuroforaminal narrowing but no canal stenosis. L5-s1 neuroforaminal narrowing bilaterally." On (B)(6) 2012 the patient underwent an anterior surgery to remove anterior hardware, redo the fusion l5-s1 with a nuvasive peek cage and icbg, and perform an l4-5 alif. There were no noted complications. On pod 2, the patient developed a fever, tmax 102.6. The cause was undetermined. The patient was discharged on (B)(6) 2012.

Event description:
It was reported that the patient underwent a tlif at l5-s1 with rhbmp-2/acs and a leopard cage on (B)(6) 2009. Various MRI tests that were run on (B)(6) 2009, (B)(6) 2010, and (B)(6) 2010 reportedly showed soft-tissue fluid collection which was identified as a post-operative seroma. As a result of a CT scan on (B)(6) 2011, the patient underwent a revision surgery on (B)(6) 2011. The (B)(6) 2011 procedure revealed that the patient had scar tissue and bony overgrowth encroaching the nerves. As a result of CT scans on (B)(6) 2012 and (B)(6) 2012, it was determined that the patient needed another revision surgery on due to hypertrophic non-union. On (B)(6) 2012, the patient underwent a revision which found pseudoarthrosis and epidural fibrosis causing significant symptoms including severe pain. The patient has developed pain in his legs and feet.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Reportedly, "I had an l5-s1 fusion through the rear using infuse bmp. Within a week, I was in excoriating pain and went to the ER at hospital. They performed an MRI and it revealed a large fluid sac built up around my nerves. This sac remained through several other MRI's on (B)(6) 2010 and (B)(6) 2010. And I remained in excoriating pain through this. After approx seven and half months, I was told that they have seen this fluid build up around the nerves before, using infuse bmp, and that eventually it should go down. I had to have two more revision surgeries to remove bone growing around my nerves along with scar tissue and a cyst pressing up against my nerves. Prior to the third surgery, I was told that I had bone growing everywhere in my back except where it needed to be growing and that the only thing else that they could do for me is implant a spinal stimulator to help with the pain. I went to another physician for the third surgery at which point when they went into my back, they found that it wasn't fused and they had to remove all the hardware and perform a double fusion l5-s1 and l4-l5. This was performed through the front and back using bone graft from my hip. They also removed bone and cyst that was growing against my nerves along with a lot of scar tissue. To this day I am in severe pain in my buttock, legs, feet and back with the right side being worse than the left, prior to the surgeries, I had pain in my back and left foot.¿